Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 300 mg/dl. Customer stated that his blood glucose dropped to 30 mg/dl while in the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch on the esc button. Unable to perform displacement, rewind, basic occlusion, occlusion, prime, and the excessive no delivery alarm test, due to button keypad anomaly. Unit had scratched display window and missing end cap sticker.